Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose during time of emergency room visit was unknown. The customer stated that she just got out of the hospital and her basal rates were changed and it ran too low. The customer stated that she felt ill and her sodium level had dropped. The customer was advised to contact health care provider regarding the basal settings.